Manufacturer narrative:
Date of event is estimated. Date of explant is unknown, a review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2022-14782. It was reported that the patient had their system explanted on an unknown date in september 2021 due to an infection. No further information is available.